Event description:
Reporter indicated that a fracture in the patient's lead was identified via x-ray. It was reported that prior to the x-ray, the patient had experienced an increase in seizure intensity over the past few months and that subsequent device diagnostic testing resulted in high lead impedance reading, indicated possible device function. The patient reportedly suffered no recent injury or trauma that may have damaged to ncp system.the patient underwent ncp system replacement surgery, during which both the lead (including electrodes) and generator were replaced. Intraoperative device diagnostic testing of the explanted generator was within normal limits, indicating proper device function. The elective replacement indicator was no, indicating that the generator had not reached end of service. Visual inspection of the explanted lead revealed no obvious fracture. Review of manufacturing records for both the pulse generator and the bipolar lead revealed no anomalies that would adversely effect device performance. Investigation to date has been unable to determine the cause of the reported lead failure.

Event description:
Further follow-up revealed that the patient is experiencing an increase in seizures. The pt is scheduled for video eeg monitoring.

Event description:
Product analysis summary: approximately 37.5cm of the lead assembly was returned for analysis in one piece. The electrodes were not returned. Continuity check using a multimeter was performed. Contiuity check did not identify any discontinuities on the portion of the lead returned. The condition of the lead is consistent with conditions that exist after the explant procedure. No conditions that could have contributed to the high lead impedance reading or increased seizures were identified on the returned portions of the lead. The concomitant device (pulse generator) was also returned and analyzed. The pulse generator met electrical test specifications. No performance anomalies werenoted. There is no indication that the reported lead high impedance, and lead discontinuity, are related to the pulse generator. Following the imploant of a new vns system, the pt's seizure frequency did not improve. The patient's device wasnot ramped up to pre-surgical parameters until nearly three months post-implant. It was reported that the patient's seizureshad initially improved following reviewion surgery, however, the seizures increased again and medication changes were made. Eight months post-implant, the patient's condition has still not changed. The cause of the increased seizures was initially thought to be due to a device malfunction, however, this does not seem to be the cause. The cause of the increased seizures is unknown. Potential causes are drug regimen or the patient's disease process.